Event description:
It was reported that the customer stated that the "protective tip came off while cleaning char outside of the patient" during an unknown procedure. The procedure was completed with a second same device. No patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.